Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. A technical support specialist confirmed that the issue occurred due to three different scenarios. When a user logged in via fingerprint, the fingerprint reader failed and did not allow any new fingerprint logins until the medstation es was rebooted and when a user logged in, the fingerprint reader capture screen did not appear, preventing the user from logging in and when a user logged in, the device failed over to credential entry because the fingerprint reader required maintenance. The fingerprint reader remained illuminated when the issue occurred. The specialist also confirmed that the only workaround at that time was to reboot the device to restore fingerprint reader functionality. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed and users were unable to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.